Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, swelling.

Event description:
Patient reported left side seroma, pain, and swelling. Patient undergone capsulectomy. Device has been explanted

Event description:
Patient reported left side seroma, pain, and swelling. Patient undergone capsulectomy. Healthcare professional later confirmed seroma, pain, and swelling. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, g2, g4, h4, h6